Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side "encapsulated" and "calcified hardness around the implant". Later, healthcare professional reported right side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Rupture: not observed. Calcification: not observed. Additional observations: crease is observed. Deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, b6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient reported right side "encapsulated" and "calcified hardness around the implant". Later, healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device remains implanted.